Manufacturer narrative:
A certain® bellatek® encode® healing abutment 3.4mm(d) x 3.8mm(p) x 4mm(h) (ieha344) was returned for investigation, see attached images a00 ¿ a03 in the complaint. Visual inspection of the as returned product identified worn markings due to usage. No damage. Functional testing was performed for the returned product with an in-house stock device and performed as intended. No malfunction identified when seating. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1236317). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236317) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the healing abutment could not be placed as it was defective. Sent follow up email to sales rep and customer to confirm defect. Procedure was completed using another device. Tooth location unknown.